Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the pulse generator was showing premature battery depletion. Currently the device remains implanted and in service. No adverse patient effects were reported. An inquiry has been sent to the field to obtain the status of the patient and device. No new information has been received at this time.

Event description:
It was reported the pulse generator was showing premature battery depletion. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.